Manufacturer narrative:
Evaluation summary: the reported condition of fail code 814:04 was confirmed. This failure was related to the time base sensor on the pump head assembly. The pump head assembly was replaced. Typically, this issue is related to the printed circuit board. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility returned the device for service. During service the baxter repair technician reported fail code 814:04. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.